Manufacturer narrative:
The pump user guide states: some activities, such as hiking, skiing or snowboarding, could expose your pump to extreme altitudes. The pump has been tested at altitudes up to 10,000 feet (3,048 meters) at standard operating temperatures. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was outside of the labeled operating altitude range. Customer¿s blood glucose level was 160 mg/dl. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.